Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that interrogation of this device prior to implant noted that the device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Boston scientific technical services (ts) recommended not using the device for implant at this time and requested a copy of device memory for analysis. There was no patient involvement.

Manufacturer narrative:
.

Event description:
Additional information was received that interrogation with a second programmer noted that the fault code had cleared from the device. The device was separated from all other inventory and it was noted that a copy of device memory was planned to be obtained for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was returned in the original sterile packaging. Reviewed of device memory confirmed a code 1003 was triggered and the device had recorded a temperature below the rated storage conditions. Laboratory analysis concluded the code 1003 was triggered due exposure to temperatures below labeling.